Event description:
The complainant reported an under-delivery. The intended delivery amount was 200 ml; however, the actual amount delivered was 140 ml per graduated cylinder method of measurement.

Manufacturer narrative:
(B) (4). (B) (4).